Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The caller followed instructions from technical support to remove and reload the cartridge, deliver a 9-unit bolus, and successfully resumed insulin therapy once the issue was resolved.